Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the graphics and text were blocked as the display screen was completely black. Additionally, it was reported that an unidentified pump notification was declared. Customer's blood glucose was 260 mg/dl. Reportedly, customer reverted to insulin pens for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touch screen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue or the ui: notifications issue.